Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc and tilt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc, tilt of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc and tilt of the filter. According to the information received the patient became aware of the events eleven years and three months post implantation. The patient reports internal bleeding with red blood cells dropping to seven, requiring multiple transfusions and suffers from memory loss. The patient also reports recurring chest pain. The indication for the filter implant was progressive deep vein thrombosis (dvt), a prior history of pulmonary embolism and impending right knee surgery. The filter was placed via the right internal jugular vein and deployed just inferior to the level of the renal veins. A report of a computed tomography (CT) scan performed nine years and eleven months post implantation indicated that the filter is tilted, the hook is in contact with the wall of the inferior vena cava (ivc) and there was visualization of the struts perforating the ivc. Thrombus within the ivc or the filter could not be evaluated in the non-contrast study. The final impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Internal bleeding is often associated with anticoagulants, disease of the gastro-intestinal tract, aneurysms, and blunt trauma. Internal bleeding is most likely associated with patient and/or pharmacological factors. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the inferior vena cava (ivc) and tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of these events eleven years and three months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, and tilting. The patient reports internal bleeding with red blood cells dropping to seven and suffers from memory loss. The patient also reports recurring chest pain and undergoes frequent blood transfusions due to blood loss. Per the operative report, the filter was indicated for progressive deep venous thrombosis (dvt) of the lower extremity, prior history of pulmonary embolus (pe) and a planned future right knee surgery. During the implant procedure, the right internal jugular vein was accessed with a micropuncture needle, followed by placement of a a sheath which was advanced to the right iliac vein. Digital subtraction venography was performed by contrast injection, demonstrating satisfactory diameter of the ivc and localizing the position of the renal veins. The ivc filter was placed with the superior tip of the catheter just inferior to the level of the main renal veins. The patient tolerated the procedure well. A computerized tomography (CT) scan performed nine years and eleven months post implantation confirmed that the filter is tilted and the hooks contact the ivc wall. About thirteen years and five months after the filter was implanted, the patient underwent an abdominal CT scan indicated for filter evaluation. The scan findings noted the infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. The superior end of the cordis trapease ivc filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly at the superior end and it is also tilted laterally at the inferior end, and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. One anterior strut perforates the ivc wall 4mm and resides within the soft tissues. Two medial struts perforate the ivc wall 4mm and 6mm and contact the aorta. One posterior strut perforates the ivc wall 5mm and resides within the soft tissues. Two lateral struts perforate the ivc wall 3mm and 4mm and reside within the soft tissues. There was no hemorrhage seen; no thrombus within the ivc and no fracture fragments identified. The report also noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. According to the information received in the amended patient profile form (ppf), the patient additionally reports perforation of filter struts into organs, becoming aware of this event approximately fourteen years after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the ivc and tilt of the filter. According to the information received the patient became aware of the events eleven years and three months post implant. The patient reports internal bleeding with red blood cells dropping to seven, requiring multiple transfusions and suffers from memory loss. The patient also reports recurring chest pain. The indication for the filter implant was progressive deep vein thrombosis (dvt), a prior history of pulmonary embolism and impending right knee surgery. The filter was placed via the right internal jugular vein and deployed just inferior to the level of the renal veins. A report of a computed tomography (CT) scan performed nine years and eleven months post implantation indicated that the filter is tilted, the hook is in contact with the wall of the inferior vena cava (ivc) and there was visualization of the struts perforating the ivc. Thrombus within the ivc or the filter could not be evaluated in the non-contrast study. The final impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. Approximately thirteen years and five months post implant an abdominal CT scan was performed to evaluate the filter. The images were submitted for independent review approximately nine months later. Results of the scan noted the infrarenal ivc filter perforating the ivc with multiple struts extending extraluminal. The ivc filter is tilted posteriorly at the superior end and it is also tilted laterally at the inferior end. One anterior strut perforates 4mm and resides within the soft tissues. Two medial struts perforate 4mm and 6mm and contact the aorta. One posterior strut perforates 5mm and resides within the soft tissues. Two lateral struts perforate the ivc wall 3mm and 4mm and reside within the soft tissues. Additional information provided by the patient indicated that the patient became aware of perforation of filter struts into organs, approximately fourteen years post implant. The patient also reports anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Internal bleeding is often associated with anticoagulants, disease of the gastro-intestinal tract, aneurysms, and blunt trauma. Internal bleeding is most likely associated with patient and/or pharmacological factors. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a (implant date) br.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events eleven years and three months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, and tilt. The patient reports internal bleeding with red blood cells dropping to seven and suffers from memory loss. The patient also reports recurring chest pain. The patient undergoes frequent blood transfusions from blood loss. The following additional information received per the medical records state that the patient has a history of deep venous thrombosis in the lower extremity and pulmonary emboli. During the implant procedure, the right internal jugular vein was accessed with a micropuncture needle, followed by placement of a 6-french sheath advanced to the right iliac vein. The ivc filter was placed with the superior tip of the catheter just inferior to the level of the main renal veins. The patient tolerated the procedure well. A CT scan of the patient performed nine years and eleven months post implantation confirmed that the filter is tilted and the hooks contact the ivc wall. New information is pending and will be provided in a follow up report when received.

Manufacturer narrative:
Correction to product code.